Event description:
(Cc# 97-00723) the balloon would not inflate properly the first three inflations. The iab was manually inflated and deflated. The iab was not returned to datascope for evaluation. (Event complications: unk - reported 6/30/97.) (Pt's current status: unk - rpt'd 6/30/97.)